Event description:
Report received of patient receiving an overdose and implant with the bolus programmed - 25 mcg. Of 2000 mcg/ml baclofen. Patient was in a sleepy sedated state - no respiratory changes or treatment required. Patient observed and discharged on time. It was found that the pump had been warmed in a warmer at approx 136 degrees f. And water used for the pump on the table to maintain temperature was also 136 degrees. Manufacturer's recommended warming temperature is not to exceed 105 degrees f.